Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was bubbled or unattached. Additionally, the internal battery door latch compartment and the battery door gasket were found to be damaged. The event occurred during testing.